Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the acoustic alarm sound is not audible. The device was in clinical use at the time the issue was discovered. There was no report of patient or user harm.